Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post implant the patient developed a pocket infection. The patient¿s implantable pulse generator (ipg) system (ipg, right atrial lead, and right ventricular lead) was explanted. The replacement system was implanted five days later. No further patient complications have been reported as a result of this event.